Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field - b5, d8, d9, h2, 3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b31 occurs and therefore no image is displayed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The root cause of the b31 error was the video cable was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed an error code and had vertical stripes on the screen during a laparoscopy therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.